Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
When trying to load in an mr from a cd, the robot displayed a windows error (rosanna not responding) and prompted a shut down. Tried several times to load the images, always resulting in a shutdown. The images were then downloaded onto a usb from pacs but trying to load the images into rosa still caused shutdowns. A new cd was burned containing only the necessary slices which was successfully loaded onto the rosa. Event occurred prior to surgery in the storage closet where rosa is kept.

Event description:
When trying to load in an mr from a cd, the robot displayed a windows error (rosanna not responding) and prompted a shut down. Tried several times to load the images, always resulting in a shutdown. The images were then downloaded onto a usb from pacs but trying to load the images into rosa still caused shutdowns. A new cd was burned containing only the necessary slices which was successfully loaded onto the rosa. Event occurred prior to surgery in the storage closet where rosa is kept.

Manufacturer narrative:
A full analysis of the data logs from the subject event has been performed. This analysis concluded that the first device shutdown occurred during the load of patient images from pacs due to a crash of the application, due to a known software anomaly. Then, the last three device crashes were provoked by multiple reading errors of exams unhandled by the software, due to a known software anomaly.